Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No blood was observed on the device. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl. The pod was worn between 1 and 4 hours on the back. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.